Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with sy001ts - ennovate set screw sterile. According to the complaint description, the implant removal procedure was scheduled earlier due to a fracture of the lower polyaxial screw. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: sy612ts/ 9610612-2025-00004 (aesculap ag reference no. (B)(4)). Sy001ts/ 9610612-2025-00006 (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Additional information: b5 - description updated; involved component confirmed. D10: involved component. G3 - awareness date of initial medwatch was 31dec2024. H6 - codes updated. Investigation results: the product was not returned. The investigation was based upon batch history review, historical data analysis, and event description. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: due to the lack of data and without the complaint sample being available for investigation, a definite root cause for the noted patient infection which led to the revision cannot be determined. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. There is no indication for a material, manufacturing, or design-related failure. Based upon the investigation results, a CAPA is not required.

Event description:
Update: after investigation, this product was confirmed to be an involved component. Associated medwatch reports: sy612ts/ 9610612-2025-00004 (aesculap ag reference no. (B)(4)). Involved component: sy001ts/ 9610612-2025-00006 (aesculap ag reference no. (B)(4)).